Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of pump was taped together because crack wasn't holding together. Customer¿s blood glucose level was unknown. Customer also reported crack by battery compartment and crack at top of reservoir. Customer declined to speak with technical support. The device will not be returned for analysis.